Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self-test and not able to rewind the insulin pump. The customer's blood glucose value was 130 mg/dl at the time of incident. The customer was assisted with troubleshooting and reported that they were able to clear the alarm. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received a64 alarm during self test due to faulty connector.